Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a software issue. A technical support specialist verified connections and configuration settings. Two antivirus programs were found, and it was recommended to uninstall one. Job scheduler delays were due to high report volume; spreading schedules was suggested. Serial number, UDI and manufacturer date were kept blank and requested tsc for the affected device serial number. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system etl process was delayed and the report data being outdated. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.